Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional information was received regarding the recall number. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the controller and a segment of the driveline cable associated with the ventricular assist device (vad) were returned for evaluation. Review of the manufacturing documentation confirmed that the associated vad met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controller revealed that the device passed visual inspection and functional examination. Visual examination of the driveline connector did not reveal any damage to the outer sheath, recessed pins, and/or foreign material inside the connector that may have compromised the mechanical/electrical performance of the returned device. Functional testing of the driveline segment did not identify any discrepancies that may have caused or contributed to the reported event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Log file analysis associated with the controller revealed a vad stopped alarm was logged on 20-jul-2019 at 06:01:27 due to an open phase on both stators. An electrical fault alarm was logged on 24-jul-2019 at 19:11:37 due to an open phase in the rear stator. A vad stopped alarm was logged at 19:12:29 due to an open phase on both stators. An electrical fault alarm was logged at 19:12:34 due to the rear stator not connected. An additional vad stopped alarm was logged at 19:13:32 indicating that the motor failed to restart after multiple attempts. A successful motor start event was then logged at 20:18:59. Furthermore, log file analysis revealed an electrical fault alarm, high watt alarms and a vad disconnect alarm logged on 25-jul-2019. An electrical fault alarm was logged at 15:25:44 due to an open phase in the rear stator, causing the vad to run on the front stator only. This likely triggered the subsequent high watt alarms, due to the increased power consumption required to run on a single stator. A vad disconnect alarm was logged at 15:47:47 due to the physical disconnection of the driveline from the controller. Based on the available information, the most likely root cause of the observed electrical fault and vad stopped alarms, may be attributed, but not limited to a marginal connection between the driveline and controller. The most likely root cause of the vad disconnect alarms may be attributed to a physical disconnection of the driveline from the controller. An internal investigation evaluated failures of the vad to restart at the system level (interaction between the vad and peripheral devices). Based on an extensive internal investigation, the likely contributing causes of the vad stopped alarm indicating the vad failure to restart come from the presence of increased starting resistance in a very small number of implanted patients. This resistance is likely specific to the physiology of these patients, an area of limited access for further investigation. Therefore, no actionable root causes were identified. Additional products: d4: serial#: (B)(6); d10: yes, return date: 23-aug-2019; h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 213, 3213 h6: FDA conclusion code(s): 4310, 4315. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Concomitant medical products: ddbb1d1 ICD, implanted: (B)(6) 2016. Additional products: heartware ventricular assist system ¿controller 2.0 model #: 1420 / catalog #: 1420 / expiration date: 31-jul-2019 / serial #: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 27-jul-2018. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the primary controller exhibited electrical fault, ventricular assist device (vad) disconnect, and vad stopped alarms. The patient experienced dizziness. A controller exchange was attempted and the vad didn't restart. The patient was admitted and the vad was restarted on the primary controller. Driveline splice repair was performed. The primary controller was exchanged and the vad remain in use. No patient complications have been reported as a result of this event.